Event description:
Dealer states the seat is missing screws that go into the base of the seat. The holes on the seat base are stripped.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.